Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6)2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (2000mcg/ml at 854 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2017, the patient's catheter could not be aspirated. Surgery was performed on that date to find out why, and no cerebrospinal fluid (csf) flow was observed from the distal portion of the catheter. Troubleshooting included a dye study, and a catheter revision was performed on (B)(6) 2017. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue, and it was unknown if the issue was resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-sep-19. It was reported that after the patient did not respond to increasing doses of baclofen, he was referred to a neurosurgeon. It was noted that the patient was now doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported by the patient's mom that the pump was broken and the catheter was clogged. Per the patient's mother, they tried to do a dye study but the catheter was clogged. The patient's mother stated the doctor told her the catheter was clogged and the pump was broken. The patient was sleeping a lot and she knew that nothing was working because the therapy was not helping him.